Event description:
The manufacturers rep reported the pt was unable to be aroused from sleep by her spouse. The pt was hospitalized and treated with oral baclofen. Her vital signs improved and the pt was discharged. The manufacturers rep reported the pt is anticipating surgery to replace the pump in the next week or two. A follow up report will be sent when additional info is received.